Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she is having problems with her sensor. She also stated she is getting sick and that could be another reason. The customer reported that she keeps putting blood glucose 287 mg/dl in the pump and its telling her that its not accepted. The customer stated that her blood glucose was over 500 mg/dl and her sensor glucose was saying she was in the 60 mg/dl range but that was a few weeks ago. The insulin pump will not be returned for analysis.